Manufacturer narrative:
Other applicable components are: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2015: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 36 mg/ml dilaudid a t a dose of 16.321 mg/day, 24 mg/ml bupivacaine at a dose of 10.880 mg/day, 180 mcg/ml clonidine at a dose of 81.6 mcg/ml via an implantable pump for spinal pain. It was reported that the patient had a return of pain symptoms that have progressed since the pump replacement in (B)(6) 2015. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included a roller study that was normal and a dye study was completed where the healthcare provider (hcp) could not aspirate from the catheter. The interventions/actions included a surgery would take place for a catheter revision/replacement. Surgical intervention did not occur, but it was planned and not scheduled. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient's weight and medical history were asked, but unknown. There were no further complications reported or anticipated.